Event description:
Bent needles.

Manufacturer narrative:
Device was not returned to manufacturer. Production records have been attached in lieu of product not being returned for testing. No malfunction deteced.

Event description:
Bent needles.